Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07400. It was reported the patient underwent a lead revision where the physician was unable to reposition one of the 3186 leads due to scar tissue. The physician explanted the one lead and left the other lead implanted. Postoperatively, effective therapy was reported with the one implanted lead. Also see related MFR. Report#: 3006705815-2017-07412 and 3006705815-2017-07413. Note: both of the patient's leads are being reported because it is unknown which lead is liable.